Event description:
The malibu torque limiting screw driver tip broke off into the screw during an implant removal surgery. The surgeon cut the rod and removed the screw. There was no pt injury. The surgery was delayed 10-15 mins due to this issue. A confirmation x-ray was performed and was negative.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.